Event description:
It was reported that after a da vinci si total benign hysterectomy procedure, the insulation on the shaft of a monopolar cautery instrument was peeled off after the instrument was removed from the arm at the end of a case. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found some insulation was removed and the metal under the insulation was exposed. The lengths of the scratches measured approximately .052 - .431. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.